Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you clarify if there was any consequence to the patient? No, another contour was used. Could you clarify if there was any change in the post-operative period of the patient due to the event? No. Per photographic evaluation: this is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a label that indicates the 189a95 lot number, 2026-02-28 expiration date, and cs40g product code information. The second photo shows a device with a green reload loaded and reload shows all staples protruding. The third photo shows a device inside of the opened blister, the pushrod in 1st detent, the closing and firing trigger in the opened position and with no apparent damage. Based on the three photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the rectum procedure, the stapler presented problems. It did not cut or staple the rectum. Another stapler was required to perform the surgery. Procedure: oncological rectosigmoidectomy.